Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the optical sensor had gone out and the staff was educated on how to monitor the flows and motor current. The pump was weaned to p3 and the plan was to continue weaning until explant the following morning. The pump was explanted shortly afterwards.